Manufacturer narrative:
Qn#(B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as the potential cause of difficulty sliding the syringe plunger could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. The potential cause of difficulty sliding the syringe plunger could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the plunger didn't glide easily inside the lor syringe due to strong resistance. A new kit was opened.

Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the plunger didn't glide easily inside the lor syringe due to strong resistance. A new kit was opened.